Manufacturer narrative:
(B)(4). Report source: event occurred in (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It has been reported that, the surgical tech was told to mix cement, (two boxes of cement were to be used in the case) the first vial of monomer was opened followed by the second. As reported, the second vial broke in an odd way to where part of the glass vial was sticking below the plastic sleeve and the glass ended up cutting the surgical tech¿s thumb. It was also reported that the contaminated items were taken off the field and the surgical tech left the case to get the cut addressed. As reported, a new surgical tech scrubbed in and two new boxes of cement were opened, mixed, and the case proceeded.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated : b4, g3, g6, h1, h2, h3, h6 and h10. The product analysis can't be performed as the product was not returned. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. Two pictures were received and the reported event has been confirmed. The picture 1 is showing the broken monomer ampoule: we can confirm that the ampoule has abnormally broken while opening, as the it did not break at the defined zone. The picture 2 is showing the monomer ampoule : we can confirm lot number of the ampoule and the corresponding finished product lot number. - complaint history : a complaint extract was done regarding functional : ampoule_breakage not possible: - 1 complaint (involving 1 product), this one included, has been recorded on biomet bone cement r 1x40 us, reference (B)(4), from 01-jan-2018 to 03-may-2021. - 1 complaint (involving 1 product), this one included, has been recorded on biomet bone cement r 1x40 us, reference (B)(4), batch 005fae2408, since ever. According to available data, root cause of the event was unable to be determined. However, there is no evidence that the event is related to the product. The complaint is closed but could be reopened if new information is received later. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that, the surgical tech was told to mix cement, (two boxes of cement were to be used in the case) the first vial ofmonomer was opened followed by the second. As reported, the second vial broke in an odd way to where part of the glass vial was sticking below the plastic sleeve and the glass ended upcutting the surgical tech¿s thumb. It was also reported that the contaminated items were taken off the field and the surgical tech left the case to get the cut addressed. As reported, a new surgical tech scrubbed in and two new boxes of cement were opened, mixed, and the case proceeded.